Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "during the surgical procedure, placement of an scn nail was planned. Dr. P. Performed the surgical approach and then proceeded with reaming and insertion of the nail, which was introduced using strong impaction. Distal and proximal locking screws were subsequently placed. When attempting to unscrew the fixation screw connected to the nail via the targeting arm, it was found to be stuck and could not be loosened despite using the appropriate instrumentation for this step. Troubleshooting was attempted using allen wrenches and the system¿s guide rod, which fractured at the threaded portion due to the applied force. Ultimately, nail removal was required. Due to the inability to disconnect the nail from the targeting arm, dr. (B)(6) decided to remove both the screws and the nail. Upon verification with the image intensifier, a femoral refracture was identified. The fracture was reduced again, and as an alternative solution, an extra-long distal femur axsos plate with screws was implanted."